Event description:
The MFR received info alleging a ventilator would not power up. The device was not in pt use.

Manufacturer narrative:
The ventilator was evaluated by a third party svc ctr. The ventilator's power supply was replaced to correct the problem. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.